Event description:
It was reported that a malfunction occurred reportedly, the customer went to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.